Event description:
Customer reports the use by date on the comfort curve test strip vial as 11/30/2009. Manufacturer's electronic inventory system confirmed the actual use by date to be 11/30/2001. No adverse event reported. Requested return of suspect device and replacement was sent.